Event description:
The customer reported that the unit intermittently displays a red x and that they received two charge/shock failure in run time mode. The device passed opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit intermittently displays a red x and that they received two charge/shock failure in run time mode. The device passed opcheck. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.